Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. Sample material from the patient was tested for investigation, and the customer's results were confirmed. The measured serum indices indicate that the sample was lipemic. This was verified by visual inspection of the sample. Based on the provided data and information, a general reagent problem was excluded because calibration and quality control were acceptable. The investigation did not identify a specific root cause. The event was consistent with a sample-specific issue.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). A general reagent problem was excluded as calibration and quality control was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable altp gen.2 and aspartate amino transferase results for one patient from the cobas pure c 303 analytical unit. The customer suspected an interference. This medwatch is for the aspartate amino transferase 2 assay. Refer to the medwatch with a1 patient identifier (B)(6) for the altp gen.2 assay. The initial results using serum were alt -22.5 u/l with a data flag and ast -14.7 u/l with a data flag. The repeat results using plasma were alt 10.9 u/l with a data flag and ast -5.84 u/l with a data flag. The repeat results using an abbott alinity system were alt 32 u/l and ast 12 u/l.